Manufacturer narrative:
Integra has completed their internal investigation on 09/15/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: complaint is not confirmed. Tip was tested on a cusa excel. Power was observed to be between 21 and 22 watts, which meets the specification of power being under 30 watts. It maintained this power for 2 minutes. Tip did not have any cracks or fractures upon visual inspection. Device history record reviewed for this product ID lot # tl-320363 manufactured on november 14, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: root cause could not be determined as the incident could not be confirmed. Power is not determined by the tip, so a possible cause for this issue could be that the handpiece is damaged, resulting in low power. Another possible cause for the low power could be an issue with the console.

Event description:
During a difficult intervention due to a big and hard tumor, there was not enough power. No alarm was detected by the cusa console. The product was in contact with patient. There was no patient injury. The event led to an increase in surgery time for 2 hours. Additional information was requested and the following was provided on (B)(6) 2015. Patient, age and gender were not available. Consequences were long operating room (or) time. Overall, the surgery took 4 hours longer than planned. The surgeon did finish the surgery using another tip. They kept having issues, but less. The difference might be due to the varying density of the tumor itself. The tumor was in the posterior fossa.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.